Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the patient will not have any further appointments with their hcp to address the issues. No additional information was expected.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances was unknown. No action was taken to resolve the high impedance on contact 10, it will not be used while programming. The high impedance was not resolved. The cause of the ins turning off was not known and was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) called technical services (ts) reporting that they had the session report and data report from a patient who indicates that her system occasionally turns off. The patient could not specify the most recent date when this occurred but believed it had happened at least once in the past month. The rep was asking ts to review the reports. Ts reviewed the reports and noted that they could indeed see that therapy was unavailable several times over the past month. Specifically, this occurred on: (B)(6). Based on the report, they unfortunately could not determine what may have caused the loss of therapy on the dates mentioned above. When they look at the charging data of the implant, there is only have data available starting from (B)(6). This data shows that between march 4 and now, the ins has consistently been sufficiently charged and stimulation has been 100% available. Unfortunately, they do not have visibility into the charging data from (B)(6). At this time, ts noted they therefore cannot rule out that the loss of therapy on those days may have been related to a depleted battery. Ts requested other files for review to be able to check what the battery percentage was on those specific days and asked the rep to reply back with additional information. When reviewing the session report, it was also seen that there were high impedances with contact 10, ranging from 29419 to 40000 ohms.

Manufacturer narrative:
B3: event date is an estimate (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.